Event description:
It was reported that, the patient has no hearing sensation for approximately the last 2 months. The child was able to hear very well before. There was no head trauma, as reported by the father. All external parts were checked and replaced, but the problem still persists. Testing showed that all electrode channels have high impedances, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.